Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the customer received a weak signal between the transmitter and sensor and signal got lost when the arm was raised. The issue happened on 01 may 2024. A placement test confirmed that weak signal. The case was escalated to next level support who initially replaced the transmitter to see if that resolves the issue. However, customer returned back the transmitter and decided to stop using the system and to have the sensor removed.

Manufacturer narrative:
A return material authorization (RMA) was authorized to bring the sensor back for further evaluation. However, the sensor was never received. Thus, no further confirmation or investigation of the complaint was possible. B4. Date of this report 12 may 2025 g3. Date received by the manufacturer? 12 may 2025 h3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.